Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced rapid charge depletion of the device. The patient noted that the device's charge decreased from 90% to 70% upon turning on the controller, and it would not increment to 100%. The patient did not have a managing healthcare provider and previously worked with a medtronic representative who is no longer available. The patient was advised to contact a healthcare provider for further assistance. An email was sent to local representatives for visibility, and the patient requested contact from a new medtronic field representative. The agent reviewed the role of the representative and redirected the patient to a doctor for further resolution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.